Event description:
It was reported that the surgeon had performed a laparoscopic lysis of ahdesions in 2002. A few days after the laparsocopy, the pt developed diffuse adbominal pain, distention, and symptoms of partial small bowel obstruction. Their white blood count and temperature were normal. The surgeon performed an exploratory laparotomy. He described the bowel as "cemented" with intense inflammatory reaction and obstruction. He performed extensive lysis of adhesions. The pt recovered slowly. The surgeon feels that this was a reaction to gynecare intergel.